Manufacturer narrative:
The patient stated they could not have the device changed out a few years ago due to a lack of insurance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that "a few years ago" the doctor recomended that the device be changed out. It was now noted that the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.